Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is a foreign object inside of the syringe 20ml ll tip conv pak.